Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone and dilaudid (unknown concentrations and dosages) via an implantable infusion pump for spinal pain. It was reported that the patient reported having a granuloma, which was causing pain. The patient reported having hip problems. The patient had a computed tomography (CT) scan that showed medication dripping from the reservoir. The patient stated that the pump was scheduled to be explanted on (B)(6) 2018. The events were noted to have occurred in 2017. No further complications were reported.